Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer turned off and would not turn on. The programmer passed initial functional testing. The programmer's hard drive was reconfigured and loaded with updated software as a preventative. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer turned off and would not turn back on. A new power cable was used but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.